Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in excellent condition with no visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, infusion and occlusion testing were performed. Investigation unable to duplicate customer's reported problem; however, reported error was found in pump ehl. Further investigation found that the pump interconnect flex cable was connected to the main board and glue was intact on j9 connector. According to the investigation no external damage or contamination to interconnect board or speaker and glue was intact on interconnect flex cable j9 connector and background self-test sensed no current flowing in the primary speaker. Investigation reported that the pump j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Service's replaced the pump speaker and interconnect board as preventive measure and performed power up process and all the functional tests passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited primary audible alarm and ground test. No reported adverse effects.